Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd legacy plus pump is in run mode but the medication seems to be passing through abnormally. No reported adverse effects.